Event description:
Reference number (B)(4). Event occurred in china. It was reported that patient experienced product was damaged upon receipt prior to use event on (B)(6) 2026. The issue involved the transparent visible window of a new infusion set. No further information available.